Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The unit was analyzed and error 25521 was found indicating link to embedded serializer for master handle (in is3000 ssc) (351980) (esmh) is down, confirming the fault occurred in the field. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the link to esmh replication the reported event. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the link to esmh. Once testing was completed, rjs pca and esmh pca were aba tested and w verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a surgeon called an intuitive surgical (is) technical support engineer (tse) to report that the right controller inside the surgeon console moved upwards in a spring motion and did not stay down when released. There was also a recoverable error on the monitors, which the surgeon could not recall. After performing a power cycle and reseating the fiber cable, the issue persisted. The tse reviewed the system logs and found voltage errors related to the right-hand controller in the surgeon console, which had also occurred previously. As the procedure was ongoing, the tse asked if they could proceed using only one console, and the caller confirmed. The tse then guided the caller to power down the system, unplug the blue fiber cable from the problematic console, and power the system back on using only one console. Upon doing so, the system functioned normally. An intuitive surgical (is) field service engineer (fse) was dispatched to the customer site to replace the mtmr and resolve the issue. The procedure was completed with no report of patient harm, adverse outcome or injury. The issue caused a delay of 15 to 30 minutes.